Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported feeling cold, sweaty, and became unconscious with a result of 438 mg/dl obtained on the performa system. The customer was taken by ambulance to the hospital, where he tested 15 mg/dl on a professional device. The timeframe between the results is unknown. Type of medical treatment was not provided. The customer remains in the hospital. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.